Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an ak 96 machine, a water leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection confirmed the leakage. The reported condition was verified. The cause of the condition was due to a popped hose inside the blue dialyzer hose between blue dialyzer hose and carbon connector. To resolve the issue, the qualified technician replaced and reset the silicone connector. The ultrafilter device was replaced due to expired and dried inside the machine. A fluid path leakage test was performed with no issues noted. The cause of the popped hose could not be determined; however, the most likely cause is due to aging and wear that degraded the silicon connector inside. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.